Event description:
It was reported that a physician using a proglide device attempted arteriotomy closure of an unspecified vessel after a abdominal aortic aneurysm endograft procedure. Reportedly, the device failed to achieve hemostasis. It is unknown how hemostasis was achieved. There was no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it missing its plunger/needle assembly. The suture was fully free of the device and was undamaged. The posterior needle was engaged with the posterior cuff and the link and anterior cuff were attached. The anterior cuff was still loaded in the anterior foot pocket and was undisturbed. Inspection of the device handle assembly and foot did not detect any damage. During testing, a proxy plunger was inserted to test for proper needle trajectory and the results were successful. Re-examination of the anterior foot pocket with the anterior cuff removed did not detect any damage or needle strike mark. Based on the analysis of the returned components the reported event is confirmed. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. A definitive cause was not found for this incident and there does not appear to be any indication of a lot specific product quality deficiency. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.